Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The patient sustained a right hip femoral neck stress fracture and was converted to a thr set up. Intraoperatively, fluid was noted that was benign in appearance. It was cultured and had a negative gram stain. Per the operative report, the patient had a liquefied hematoma/seroma. The surgical site wound was irrigated and debrided postop day 9. It was noted there was no necrotic tissue of significance, but, due to it being of poor vascularity, the trochanter was debrided until good punctuate bleeding could be achieved. It should be noted that patients who are severely overweight is a contraindication of bhr. With the information provided, it is unknown if the patient¿s weight contributed to the fracture of the device. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported fracture cannot be confirmed, and it cannot be concluded that the reported event was associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Revision surgery was performed following a right hip femoral neck stress fracture.